Manufacturer narrative:
The subject device was returned to omsc for evaluation. During the evaluation, the reported image loss was duplicated. As a result of the evaluation, it was found that the cause of this phenomenon is the malfunction of the electric board in the video connector. However, the cause of the malfunction of the electric board could not be specified. Also omsc reviewed the manufacturing history of this device and confirmed no irregularity.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared during the unspecified procedure. The user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".